Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the number reported is unknown. Investigation summary: the physical device was not returned for evaluation. First photo shows a box where four device packaging can be seen where two needle protective cover and one device bottom can be seen. Second photo shows two boxes and each three devices identified inside packaging. So, totally six devices were noted inside of the two boxes. Based on the photo review, the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore instrument. During the procedure, it was noticed that the cannula of the device failed to fire. It was further reported that the firing button was a bit stuck but still can be pressed. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guide kidney biopsy procedure via normal density tissue using through the maxcore. During the procedure, it was noticed that the cannula of the device failed to fire. Further it was reported that firing button bit stuck but still can be pressed. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.